Event description:
It was reported that the pt thought that his pump had "stopped". The pt reported with withdrawal symptoms. No info regarding the drug, dosage/concentration was available. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).